Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with additional information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was positive for pseudomonas. The cause of peritonitis was an exit site infection (onset date not reported). The nurse thought that the patient was treated with gentamicin and fortaz ip for peritonitis. On (B)(6) 2012, pd catheter was removed, pd therapy was stopped and hemodialysis therapy was initiated. On an unknown date in (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes. 001523369. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).